Event description:
The patient was taken to surgery to place a spinal cord stimulator. When the patient awoke in recovery he noted that the left lead stimulator was not working. The patient was taken back in to surgery days later with the impression that there was a malfunction with the spinal cord stimulator. Once in surgery the physician noted that the stimulator lead was fractured. It was then removed and replaced.